Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. Therefore, at this time, the product analysis could not be performed and the alleged product issue cannot be verified. If the device or additional new information is received, a supplemental report will be submitted. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during an embolization procedure, the embolization coil released prematurely and the release device had not yet been placed. There was no report of harm or injury to the patient.

Manufacturer narrative:
Items returned: n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation, nor were any images of the device provided in place of a device return. Procedure and medical imaging was not provided for this investigation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include, but are not limited to: hematoma at the site of entry, vessel perforation, aneurysm rupture, parent artery occlusion, incomplete aneurysm filling, emboli, hemorrhage, ischemia, vasospasm, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. Cases of chemical aseptic meningitis, edema, hydrocephalus and/or headaches have been associated with the use of embolization coils in the treatment of large and giant aneurysms. The physician should be aware of these complications and instruct patients when indicated. Appropriate patient management should be considered. Warnings and precautions advance and retract the hes device slowly and smoothly. Remove the entire hes if excessive friction is noted. If excessive friction is noted with a second hes, check the microcatheter for damage or kinking. The coil must be properly positioned in the aneurysm within the specified reposition time. The reposition time is the time between introduction of the device into the microcatheter and the time of detachment. If the coil cannot be positioned and detached within this time, simultaneously remove the device and the microcatheter. Positioning the device outside of an aneurysm may diminish the reposition time. If repositioning is necessary, take special care to retract the coil under fluoroscopy in a one-to-one motion with the v trak® delivery pusher. If the coil does not move in a one-to-one motion with the v trak® delivery pusher, or if repositioning is difficult, the coil may have become stretched and could possibly break. Gently remove and discard the entire device. Due to the delicate nature of the hes coils, the tortuous vascular pathways that lead to certain aneurysms and vessels, and the varying morphologies of intracranial aneurysms, a coil may occasionally stretch while being maneuvered. Stretching is a precursor to potential coil breakage and migration. If a coil must be retrieved from the vasculature after detachment, do not attempt to withdraw the coil with a retrieval device, such as a snare, into the delivery catheter. This could damage the coil and result in device separation. Remove the coil, microcatheter, and any retrieval device from the vasculature simultaneously. If resistance is encountered while withdrawing a coil that is at an acute angle relative to the microcatheter tip, it is possible to avoid coil stretching or breaking by carefully repositioning the distal tip of the catheter at, or slightly inside, the ostium of the aneurysm. By doing so, the aneurysm and artery act to funnel the coil back into the microcatheter. Introduction and deployment of the hes 24. Under fluoroscopic guidance, slowly advance the hes coil out the tip of the microcatheter. Continue to advance the hes coil into the lesion until optimal deployment is achieved. Reposition if necessary. If the coil size is not suitable, remove and replace with another device. If undesirable movement of the coil is observed under fluoroscopy following placement and prior to detachment, remove the coil and replace with another more appropriately sized coil. Movement of the coil may indicate that the coil could migrate once it is detached. Do not rotate the v trak® delivery pusher during or after delivery of the coil into the aneurysm. Rotating the hes v trak® delivery pusher may result in a stretched coil or premature detachment of the coil from the v trak® delivery pusher, which could result in coil migration. Angiographic assessment should also be performed prior to detachment to ensure that the coil mass is not protruding into the parent vessel. 25. Complete the deployment and any repositioning so that the coil will be detached within the reposition time specified in table 1. After the specified time, the swelling of the hydrophilic polymer may prevent passage through the microcatheter and damage the coil. If the coil cannot be properly positioned and detached within the specified time, simultaneously remove the device and the microcatheter.